Event description:
On (B) (6) 2009, the pt reported she sees "huge" air bubbles after she fills the insulin cartridge of her infusion device. During troubleshooting, she said she uses room temperature insulin and properly prepares the cartridge. She attaches the adapter to her device and then attaches the luer lock with tubing and inserts it into her device. She adjusts the piston rod to 310 units and then primes 2-3 times before priming out the air bubble. She receives occlusion errors at least 3 times per week. Courtesy cartridges were sent to the pt and a request for additional training was submitted. On follow up on (B) (6) 2009, the pt stated she is still experiencing air bubbles with the new cartridges. The proper procedure for changing the cartridge was reviewed with the pt. The pt was instructed to attach the adapter and tubing to the cartridge prior to inserting it and to adjust the piston rod to 310 units. She stated she has not changed the adapter. Courtesy adapters and battery covers were sent to the pt. On further follow up, she stated she now only has very small air bubbles. She said she thinks that attaching the adapter and tubing and adjusting the piston rod has resolved the issue. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.